Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doesn't boot up and has loud noise.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) it doesn't boot up has the loud noise. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that working with biomed to troubleshoot issue. Found shuttle calibration was out of spec, recalibrated, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).